Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 47 mg/dl. A glucose shot was administered and carbohydrates were consumed to address the low bg. The customer stated that the low bg was due to football practice. The customer had set a temporary basal rate as the low bg was expected. The bg level had rose to 78 mg/dl during telephone call to tandem technical support.